Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a severely tortuous and calcified lesion located in the proximal cx exhibiting 90% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent deformation occurred in vivo during positioning. The case was completed using a non-medtronic device. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No patient injury reported.

Manufacturer narrative:
The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 16th distal stent wraps with struts raised. There is a white/clear gel like substance underneath the lifted deformed stent strut. As the device was inspected prior to use with no issues noted and as the substance is tightly adhered to the lifted stent strut, it appears most likely that the stent came into contact with a substance post use of the device . No deformation was evident to the distal tip. The 0.015-inch mandrel would not load through the guidewire lumen most likely due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.